Event description:
This patient's neurologist reported that upon interrogation of the patient's device, they received a message that high impedance was present. X-rays were performed which the neurologist stated looked ok, and no lead discontinuity was seen. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the surgeon did not tighten the pin after jiggling the lead pin, but did confirm that the lead pin was fully inserted. No additional relevant information has been received to date.

Event description:
It was reported that this patient was referred for surgery due to the high impedance. During the patient¿s or case, the patient was opened and the device was checked. There was no high impedance and it was stated that the device was working. No lead revision or generator replacement took place and the patient was closed. Additional information was received indicating that no pre-operative diagnostics were performed. During surgery, the lead pin was not removed and re-inserted but the surgeon adjusted the pin or pushed it in when they removed the generator. It was also stated that the surgeon may have jiggled the pin and then placed the generator back in the pocket and the patient was closed. No further relevant information has been received to date.